Event description:
The rep reported high impedance readings were obtained during the case; greater than 4000 ohms was detected on all of the bipolar pairs and some of the unipolar pairs. Only electrode contacts c/0, and c/2, had shown acceptable unipolar impedance readings (values were not provided). Device inspection had revealed a wire that protruded from the lead; the damage was located between electrode rings number one and two. An open circuit was not confirmed; the rep had been advised to reprogram the system and to exclude the problem electrodes or replace the lead. No pt symptoms were reported. Product specific info was not available; the pt is currently not listed in the company device registration system. The rep provided that the extension had been implanted and the pt was programmed and the programming physician was "monitoring the situation." The physician has been contacted to provide additional information.

Manufacturer narrative:
.